Manufacturer narrative:
Follow-up #1: date of submission 01/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings: the pump was missing the display lens. The battery compartment and corner of display was cracked. The pump vibrated with a blank display. A test display was used, but a call service (cs 052) was received. Moisture was found on the force sensor plate when the case was removed. There was also a small tear in the bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that there was moisture behind the display lens and the up, down and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.